Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a highest cgm reading of 263 mg/dl over approximately two hours, after eating a burger without entering a meal announcement; the infusion set was an inset on the abdomen and the cgm was a freestyle libre 3+. Symptoms included elevated blood glucose. Outcomes included on-call education and counseling without hospitalization or medical intervention. Investigation included a review of use-related factors and user technique, as well as troubleshooting and education on proper meal announcements. Investigation of this case revealed user error related to a missed meal announcement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to failure to announce the meal.

Manufacturer narrative:
Initial.